Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted. Review of pump history indicates that cartridge was being changed approximately every week. The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours.

Event description:
Received information stating customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted.